Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014, which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced following events. On (B)(6) 2014, essure was inserted. It was reported that after placement, patient started bleeding. Physician saw the inner coil and pulled it out and then noticed the patient had fluid imbalance of over 1500 cc, hematocrit problems and the patient was unstable. She was admitted overnight in the hospital. Most of the fluid loss was absorbed by the patient.

Manufacturer narrative:
Follow-up from 24-july-2014: the required number of follow-up attempts has been made, with no response to date. Follow up information received on 28-july-2014: ptc result. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. This case reported a technical/usability issue in regard to device difficult to use, which also is not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment, the technical investigation concluded "unconfirmed quality defect." Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the patient started bleeding after placement, she also experienced fluid imbalance of over 1500 cc and hematocrit problems. During the procedure, the physician saw the inner coil and pulled it out. The patient was hospitalized, her outcome was unknown. All the above reported events are non-serious and non-incidents except for the reported bleeding, which was considered serious and an incident due to hospitalization. The event hematocrit problems is unlisted in the reference safety information for essure, while the remaining events are listed. During and immediately following essure insertion procedure genital bleeding and spotting may occur; there is also a risk of perforation or dissection of the fallopian tube/uterus, which may result in bleeding. Uterine/fallopian tube perforation may be suspected if excess fluid deficit occurs. In this particular case, the physician pulled out essure inner coils (this event was not specified); the patient presented procedural bleeding and fluid deficit, no information was provided if a uterine perforation occurred or was suspected; nevertheless considering that the reported events occurred in association with essure placement procedure their causal relation with the suspect insert cannot be excluded. Regarding the event hematocrit problems given the limited information causality cannot be assessed. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information was received on (B)(6) 2014. Patient's initials, date of birth, weight and height were provided. This report refers to a (B)(6) years old female patient with 04 living children with undesired future fertility secondary to very complicated pregnancy outcomes due to pre-eclampsia and abruptions. She denied previous cervical conization, curettage, previous ius/iud use, myomectomy, adnexal surgery, any previous gynecological problems or procedures, any relevant medical history or concurrent conditions. Medical history included c/s (interpreted as cesarean sections) for deliveries. The patient initially was anticipating a laparoscopic tubal. However, on presentation to the holding area, the review of her prior operative note at her last most recent cesarean section indicated the presence of extensive adhesions with the omentum adherent to the anterior abdominal wall in addition to the need of a classical cesarean section due to the limited visibility secondary to adhesions. Due to this operative note, on (B)(6) 2014 essure was easily inserted 6 weeks postpartum in the dorsal lithotomy position. Cervical dilatation and general anesthesia were applied during insertion. Sounding was denied. IV fluids were running at that time. The visualization of the tubal ostium was easy. Fluid loss during hysteroscopy was more than 1500cc and the procedure took more than 20 minutes. The patient was noted to have a normal sized uterus with no adnexal masses or concerns. Initially essure on the left side was placed without any difficulty with device deployment. Attention was then turned to the left side where the essure device was deployed as usual. At that point, it was noted that the inner wire sheat within the coil remained attached to the essure element. Within a matter of seconds, there was noted to be bleeding and decreased visualization with the hysteroscope. The hysteroscope was then removed and it was noted that the patient had brisk bleeding to the cervical os. Unclear as to what might actually be the source of the bleeding since there was no direct evidence of any trauma; the scope was then placed again in an attempt to find the source. The right ostial entry with the presence of the essure device seemed to be the only source given that there was blood clot hanging from that ostia area. Due to that inner wire being placed, a quick attempt to retrieve that wire to remove that was made. However it was unable to be successfully removed and that inner wire was excised. It was also noted at that time when the hysteroscope was removed that 3 liters of our isotonic distending medium had been utilized with minimal return for a fluid deficit. Anesthesia was asked to obtain a rapid hemoglobin and hematocrit and the patient remained stable with her vitals at that time. Attention was then turned towards her abdomen to see if there was abdominal distension from either our 3 liters of fluid or hemoperitoneum. There was mild distention and due to the inability to see the actual source of the bleeding, the decision was made to proceed with a diagnostic laparoscopy. The patient's abdomen was prepped and draped in the usual sterile fashion. Marcaine 0.25% was used in the with local area and a 5mm trocar with direct visualization of the laparoscope was then placed without difficulty. There was some presence of omental adhesions at that site on entry. However, there was good visualization of the entirety of her pelvis. A left port site was placed with the use of marcaine and an 8mm port and that was done without difficulty. Attention was then turned towards the pelvis where it was noted that there was no intraperitoneal bleeding. There was an accumulation of fluid, notably likely our fluid deficit of about 200 ml in her cul de sac. There was no evidence of any trauma to either tube, but especially the right tube. There was also no evidence of any accumulated blood at the end of her fimbria on the right side. Unclear as to what was the etiology for that brisk bleeding. The patient was notably self-tamponading or clotting to prevent further bleeding after a number of seconds after the hysteroscope was removed each time. The patient's hematocrit returned back at around 24. She had started with a preoperative hematocrit around 37. At that time the thought was that the patient had a larger fluid deficit and was hemo diluted as the best explanation at that point in time. Attention was then turned towards the tubes themselves. Filshie clips were than decided to have placement along the tube where the essure tubal element was inserted. Filshie clips were placed without difficulty bilaterally. With the left side port, attention was then turned towards the umbilical port to ensure that there was no injury to any other anterior abdominal wall adhesions or omentum and there was no evidence of any bowel tacked up with the omentun. The laparoscopic ports were then removed. The c02 gas was removed from the abdomen and the trocars were placed without difficulty. The trocar sites were then reapproximated with 4-0 monocryl. The cervix was then re-evaluated and noted to be not bleeding. The speculum was then removed. The patient was then taken to the recovery room in stable condition. The patient's intraoperative sodium was found to be 143. Estimated blood loss was 450ml, intraoperative fluids 3000ml, fluid deficit was 3 liters, urine output 850ml and she was discharged from operating room in stable condition. Hsg (hysterpsalpingogram) test was not performed. The physician medically confirmed the events. Essure was not removed. The report presumed that the condition was caused by essure because the device caused vascular injury within the tubal lining that led to brisk bleeding. The patient was fine, without problems or hyponatremia despite fluid deficit of 3l. No further information was provided. The product technical complaint investigation result was received on (B)(6) 2014: the bayer global reference number for the ptc report was (B)(4). Final assessment: the case is reopened add the follow-up information. No new additional information for investigation. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. No implant breakage was confirmed. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the medical events reported are not indicative of a quality defect per se. This case refers also to a technical defect. Furthermore a use error was reported. No complaint sample was provided for further technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and started bleeding after placement, the physician believed that the device caused vascular injury within the tubal lining. The patient was hospitalized and submitted to laparoscopy surgery, she was fine after the procedure. These events were considered serious due to hospitalization and medical importance respectively, and regarded as incidents due to the required intervention. The first is listed while the remaining is unlisted in the reference safety information for essure. During and immediately following essure insertion procedure genital bleeding may occur; there is also a risk of perforation or dissection of the fallopian tubes, which may result in bleeding. Therefore a causal relationship between the reported events and the suspect insert cannot be excluded. Additionally the non-serious events were reported during the procedure: inner wire sheath within the coil remained attached to the essure element (interpreted as device breakage); physician saw the inner coil and pulled it out/inner wire was excised (device use error) and patient had fluid imbalance of over 1500cc/3 liters of our isotonic distending medium had been utilized with minimal return for a fluid deficit/fluid deficit was 3 liters. The reported device breakage, was considered an incident (required intervention) and is unlisted, while the remaining events are listed and non-incidents. In this case, considering that these events occurred in association with essure placement procedure their causal relation with the suspect insert cannot be excluded (with exception of the reported use error). A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. No further information is expected.